Manufacturer narrative:
Lit ref: doi: 10.1161/circinterventions.117.005518. If information is provided in the future, a supplemental report will be issued.

Event description:
From the literature article: a patient-level pooled analysis was performed with 7350 lesions in 5871 patients treated with stents which included endeavor resolute drug eluting stents. Quantitative coronary angiography (qca) was performed to analyze differences of stent length between immediate post-deployment and final post-procedure. Independent factors associated with longitudinal stent deformation (lsd) were identified. Clinical outcomes at 3 years were compared between those with and without qca based lsd. Lesion related (ostial lesion, left main lesion severe calcification), and procedure-related risk factors (bifurcation treatment with sb stenting, additional downstream pci, ivus or oct use, adjunctive poba, bifurcation treatment with sb ballooning) were present in 82 cases of lsd . The 3-year clinical outcomes included death, mi, tvr, stent thrombosis and target lesion failure. Only 1 case required additional stenting for lsd and 1 patient died of noncardiac cause during the follow-up period.